Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI was corrected. Manufacturer¿s investigation conclusion: analysis of the log files confirmed a pump stop event due to a driveline disconnect. It was reported that the patient¿s history revealed showed pump off with driveline disconnect alarms. The patient and staff denied hearing any alarm and nothing was disconnected. Around this time, the patient connected to batteries for a test off of the floor. Log files were submitted which revealed a pump stop event due to a driveline disconnect. Prior to and following the driveline disconnect, the pump appeared to operate as expected at the fixed speed. No other unusual events alarms were noted. Per the customer, no further driveline disconnects have occurred and no equipment has been exchanged. The patient was discharged to a rehab facility and remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file history showed pump off with driveline disconnect alarms. The patient and staff denied hearing any alarm and nothing was disconnected. Log files were submitted for review and the pump stop and driveline disconnect appeared to be caused by an electrostatic discharge (esd) event, in which the pump was reset. In this case, the pump stop did not persist long enough to trigger an alarm. The remainder of the log files were unremarkable. There were no further driveline disconnect alarms and no equipment was exchanged. The patient was discharged to a rehabilitation facility.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.